Manufacturer narrative:
The analysis of the power switching board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis on the system control board was completed by medtronic personnel. Testing found that the firmware was not present on the board. Once installed, the unit functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gantry could be moved manually after removing the covers. The representative then returned to the site and replaced the power switching board and system control board to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect boards have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry of the imaging system could not complete any motions when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.